Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message during the load process. Reportedly, the customer accidentally went through the change cartridge sequence. The customer was unable to provide the amount of insulin that was remaining in the cartridge, but reported that the cartridge had been in use since friday, (B)(6) 2016. The customer's blood glucose level was 216 mg/dl. The customer confirmed that a new cartridge would be loaded onto the pump and insulin delivery would be resumed, and declined further assistance from tandem technical support.